Event description:
Male reported he experienced a red, swollen, watery left eye, later diagnosed as 'keratitis' while using complete multipurpose easy rub. He indicated that this occurred after using the product one time. He went to the doctor and was treated with drops in his eyes (he didn't know what they were). He was referred to another doctor who examined him and told him he had keratitis. He was given and prescribed zymar. At the time of his report, his vision was still blurry. He has worn contacts for 10 years without any problems. He said, he sometimes sleeps and showers with his lenses on. He does not swim with them on. He cleans his lens case with hot water and then rinses it with solution. He always practices the rub/rinse step before placing the lenses in his eyes. He disposes of his lenses monthly. Pt did not respond to multiple attempts for additional info nor return the product in question.

Manufacturer narrative:
(B) (4). Epiphora. A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry evaluation results of retained unit from the reported lot were within specifications. Microbiology evaluation of retained unit from the reported lot showed the solution to be sterile. The root cause has not been determined.